Event description:
It was reported that the event occurred in the ccl (cardiac cath lab). Indication for use: coronary ablation therapy. Upon insertion of the device and following the advancement of the guidewire, the sidearm of the psi (percutaneous sheath introducer) came away from the device causing bleeding from the opening. A second cl-07845 (lot number 14f14g0433) was inserted. There was a delay / interruption in therapy, however there was no reported harm to the pt. There was no reported pt death, injury or complications. Medical / surgical intervention was not required. An update was received on 2/02/2015 stating that there was no excessive bleeding at the insertion site. The blood only came through the affected valve. The pt outcome is that the pt was unaffected; no negative impact. Reference MDR #9680794-2015-00027 for the second reported event involving the same pt.

Manufacturer narrative:
Qn # (B)(4).